Manufacturer narrative:
Investigation/conclusion: as of 02/23/2016, the product was not returned for evaluation. Therefore, a review of the in-house testing history for strip lot 372984a was performed and the in-house testing determined that the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Additional information: it was reported that during the (B)(6) 2015 inratio inr testing, the first drop of blood was not used for the test. This is considered to be an improper technique when performing the inratio test.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. Date: (B)(6) 2015: inratio inr = 3.3; lab inr = 4.3. On (B)(6) 2015 patient self tester experienced a severe nose bleed and went to the emergency room where he received a lab inr of 4.3. Patient stated that his nose bleed was not stopped for approximately 12 hours and he was in hospital emergency room for approximately 19 hours in total before being discharged. The emergency room doctor advised patient to stop taking coumadin for 2 days, due to the lab inr results. On (B)(6) 2015 patient went to his doctor's office and received an inr of 1.9 on the doctor's poc. Patient's physician advised him to continue coumadin regimen on (B)(6) 2015. No additional details provided.